Event description:
It was reported to nuvectra that the patient experienced pain and discomfort at the stimulator site during charging due to the paddle rubbing against the pocket site. Subsequently, a revision was performed to re-locate the stimulator to a different location. The patient is doing well following the revision.